Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 301947, lot 1810248 to investigate for this record. After evaluation of the returned sample, bd identifies that the foreign matter particles are a silicone oil mixed with powder coming from the assembling process. As a result, bd was able verify the reported issue. Due to friction between pieces and machine's rails, little plastic powder is produced. The mixture was produced due to an accumulation of powder which may drop off during some unexpected movement in the assembly machine. DHR showed no indication of the alleged defect.

Event description:
It was reported that bd¿ syringe with needle had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿after opening the unit package,the needle with black foreign matter."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with needle had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿after opening the unit package,the needle with black foreign matter".